Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter which was whole and in one piece. Microscopic and tactile inspection of the tip, distal shaft, collar and hypotube was performed and revealed a tip damage (flattened). The inner diameter of the collar was measured with a calibrated pin gage, and was found to be within guidezilla specifications. The tip could not be measured accurately due to the tip damage. A lab supplied balloon catheter was loaded into the collar of the device and advanced without issue and out of the tip. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the collar was broken. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A guidezilla guide extension catheter was advanced into the target lesion. During procedure, a stent was inserted through the catheter. However, the stent was jammed and stretched longer as the collar part was broken. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the collar was broken. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was advanced into the target lesion. During procedure, a stent was inserted through the catheter. However, the stent was jammed and stretched longer as the collar part was broken. The procedure was completed with this device. No patient complications were reported and patient's status was stable.